Event description:
It was reported that during a da vinci s surgical procedure, the permanent cautery hook (pch) instrument collided with another instrument. As a result, the plastic insulation seal of the pch instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the proximal clevis was broken at the main tube connection joint and a piece of the clevis was missing. Additionally, the main tube fiber was broken off at the joint. It was determined that the instrument damage was likely caused by user handling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instrument.